Manufacturer narrative:
This is the marker FDA 3500a form for medical device reporting variance e2020002 for the essure system (p020014) submitted by bayer on 10mar2021 for the period, 01feb2021 to 28feb2021. ;a spreadsheet of MDR line-item data for the reports referenced in this report can be found on the "problems reported with essure" page of the FDA web site. ; a. Total number of reports: ; 1. By report type: 12646 serious injuries, 262 malfunctions, and 7 deaths ; 2. By patient problem code(s): ; 4444 reports associated with patient problem code 1994: pain ; 2876 reports associated with patient problem code 3191: no code available ; 1841 reports associated with patient problem code 2121: uterine perforation ; 1742 reports associated with patient problem code 2687: foreign body in patient ; 1245 reports associated with patient problem code 3165: device fragments in patient ; 953 reports associated with patient problem code 3193: pregnancy ; 561 reports associated with patient problem code 2666: heavier menses ; 371 reports associated with patient problem code 1685: pain, abdominal ; 316 reports associated with patient problem code 1888: hemorrhage ; 285 reports associated with patient problem code 1819: pregnancy, ectopic ; 263 reports associated with patient problem code 1907: hypersensitivity ; 260 reports associated with patient problem code 1962: miscarriage ; 157 reports associated with patient problem code 2000: pelvic inflammatory disease ; 116 reports associated with patient problem code 2601: distention ; 62 reports associated with patient problem code 2001: perforation ; 41 reports associated with patient problem code 1855: death, intrauterine fetal ; 28 reports associated with patient problem code 1987: organ(s), perforation of ; 18 reports associated with patient problem code 2668: bowel perforation ; 15 reports associated with patient problem code 1959: menstrual irregularities ; 14 reports associated with patient problem code 2465: labor, premature ; 12 reports associated with patient problem code 1695: adhesion(s) ; 7 reports associated with patient problem code 1802: death ; 4 reports associated with patient problem code 2033: rash ; 4 reports associated with patient problem code 2665: intermenstrual bleeding ; 3 reports associated with patient problem code 2060: scar tissue ; 3 reports associated with patient problem code 2067: sepsis ; 3 reports associated with patient problem code 2358: scar excision ; 2 reports associated with patient problem code 1688: abortion ; 2 reports associated with patient problem code 1932: inflammation ; 2 reports associated with patient problem code 2543: abdominal cramps ; 1 report associated with patient problem code 1800: cyst(s), formation of ; 1 report associated with patient problem code 1906: hyperplasia ; 1 report associated with patient problem code 2061: scarring ; 1 report associated with patient problem code 2123: vaginal discharge ; 1 report associated with patient problem code 2208: rupture ; 1 report associated with patient problem code 2355: arthralgia ; 1 report associated with patient problem code 2475: prolapse ; 3. By device problem code(s): ; 11811 reports associated with device problem code 2993: no known device problem ; 1104 reports associated with device problem code 1069: break ; b. The average patient demographics: 36.2 year old females from the united states based on a sample size of 3401 of 12915 reports where a patient age was reported. ; c. Report source: legal - all reports are from the two sources described within the essure variance letter (e2020002) dated 24apr2020. ; d. Entities submitting reports: bayer pharma ag ; e. Device(s) involved: essure; ess205, ess305 ;an analysis of the mentioned information will be conducted periodically as described within the essure variance letter (e2020002) dated 24apr2020. ;